Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the cause of the leads being disconnected from the ins/not working was undetermined. No further complications reported/anticipated.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: (B)(6) 2014, UDI#: (B)(4). Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - joint pain/arthritis. It was reported that the patient needed help with their equipment because it was no longer working. It was reported that the patient was having pain and had an x-ray done. The x-ray showed leads were not connected to implant and the neurostimulator (ins) had shifted. Caller stated the patient was (B)(6) and would not have surgery and has been in and out of the hospital. Caller stated she doesn't want to keep the external equipment and would like to know what to do with it. No further complications were reported/anticipated.